Event description:
During a tumor resection abdominal procedure, the device was fired on bowel. The bowel was cut but no staples were found in the tissue on both sides, however, "b" shaped staples were found loose in the abdomen. The procedure was finished by suturing the bowel end and creating a stoma. There was no prolonged operation time.